Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty integrated circuit on the digital board. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device powered up in the incorrect mode. Complainant did not indicate that there was any patient involvement in the reported malfunction.